Event description:
Report received from abbott int'l affiliate (abbott canada) of tubing that leaked and allowed penetration of air. The report states "air entered at the level of the y-site. The nurse was by the bedside and stopped the infusion. The tubing was changed and the infusion was restarted. The pt was being administered sodium chloride solution with no medication additives. The infusion was just started when she noticed the leak at the y-site. This is when she noticed air in the tubing. There was no harm to the pt as a result of the incident. The rptr could not provide any info regarding the pt's medical history. The flow rate was 65ml/hr." There was no reported adverse pt effect. Add'l info was requested by the abbott int'l affiliate, but no further info was available.